Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right superficial femoral artery. A 6.0 x200, 135cm charger balloon catheter was advanced for dilation. However, during third inflation at 14 atmospheres, the balloon ruptured. The device was retrieved and the procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right superficial femoral artery. A 6.0 x200, 135cm charger balloon catheter was advanced for dilation. However, during third inflation at 14 atmospheres, the balloon ruptured. The device was retrieved and the procedure was completed with a different device. There were no patient complications reported. It was further reported that the target lesion had 80% stenosis, with little tortuousity and moderate calcification.

Manufacturer narrative:
Device evaluated by MFR.: a charger 6 x 200, 135cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was present in the balloon which is indicative of a leak. The returned device was attached to an encore inflation unit and positive pressure was applied and liquid was observed to be leaking from a balloon pinhole located approximately 21 mm proximally of the distal marker band. An examination of the balloon material and proximal marker band identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination of the shaft of the device found no issues. A visual examination found no issues or damage to the markerbands of the device. No other issues were identified during the product analysis.